Manufacturer narrative:
(B)(4). Note: the photograph of the wire was evaluated by engineers and confirmed to not be a component of either device reported by the user.

Event description:
Procedure type: laparoscopic cholecystectomy according to the reporter: as the pt underwent a laparotomy, a fine wire about 2 cm in length was found in the abdominal cavity and retrieved. About 10 years ago, the pt underwent laparoscopic cholecystectomy at the same hospital. Versastep and endo cath gold could have been used in the case. It was suspected the found wire was part of them.